Manufacturer narrative:
Correction: this MDR is a duplicate report of MDR 2027969-2019-00110. All subsequent information will be provided in a supplemental report under MDR 2027969-2019-00110.

Manufacturer narrative:
Correction: this MDR is a duplicate report of MDR 2027969-2017-00110. All subsequent information will be provided in a supplemental report under MDR 2027969-2017-00110.

Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with returned and retention devices of the reported lot. Returned and retention devices were tested with clinical hcg-negative urine and serum and all devices produced negative results at the read time. False positive results were not observed during clinical hcg-negative donor testing. A review of manufacturing batch records did not uncover any abnormalities. Retention devices tested with patient 1 serum and patient 2 urine produced positive results at the read time. Quantitative hcg analysis for the returned urine samples produced results as follows: patient 1 (serum) = 9.2 miu/ml and patient 2 (urine) = 7.6 miu/ml. Both patient samples had hcg concentrations below the product's cutoff but had non-zero hcg values. Clinical studies have shown that the device produced 100% positive results with samples at the hcg cutoff concentration; however, a distribution of positive and negative results is observed with samples below the hcg cutoff concentration. The device detects the presence of hcg at the sensitivity of 10 miu/ml in serum and 20 miu/ml in urine. The returned samples had hcg concentrations below the product's hcg cutoff concentration. This cannot be ruled out as the cause of the complaint. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
It was reported that on (B)(6) 2017, the patient presented for a scheduled surgery. It is unknown what surgery was scheduled. The customer also did not know what age belonged to which sample type. The patient's serum was tested on the fisher-sure-vue hcg-stat srm/urine test and produced a positive result. A serum quantitative test was then performed and produced a result of 7 miu/ml. No further information was provided.